Event description:
I had an ICD single lead placement at (B)(6) hospital center on (B)(6) 2019 which was upgraded to a bi-ventricle crt-d on (B)(6) 2020. The ICD model is cd3369-40q, serial number (B)(4). On (B)(6) 2021 after climbing a flight of stairs, I became dizzy and then started gasping for air. Starting to panic, I noticed that my heart rate band was a few feet away, so I picked it up, dampened it and wrapped it around my chest and adjusted my watch to display my heart rate and noticed that it was fluctuating between the high twenties and thirties. I grabbed the phone and called (B)(6) device center and related to the assistant what was happening and she indicated to dial 911 immediately. Since I live in (B)(6), I was taken to (B)(6) hospital center. It was my understanding from questions that I had asked about the battery life before the implant procedures and was given a manual that indicated that the crtd normally lasts between two and seven years and was designed to not suddenly stop working but would gradually run down over a period of months, usually with more than enough time to schedule a replacement. FDA safety report ID# (B)(4).